Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation. As a result, the patient will go under bilateral replacement surgery on (B)(6) 2020. This report is for the implant on one of the two effected sides.

Manufacturer narrative:
On june 12, 2020, mentor became aware that the complaint devices are not mentor products. Manufacturer¿s reference number: (B)(4).